Event description:
Disposable item used called an arthrex flipcutter ii, short, during acl reconstruction surgery. During drilling metal tips of the device fractured. All pieces retrieved and an x-ray was taken before closure. Xray revealed no unanticipated radiopaque foreign bodies. FDA medwatch completed. FDA safety report ID # (B)(4).